Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by a labor and delivery nurse that oxytocin (pitocin) had been infusing in guardrails at 6 ml/hr then had allegedly increased to the keep vein open rate of 20 ml/hr once the volume to be infused reached zero. The nurse stated that they was in the room and saw the pump change to 20 ml/hr. The nurse immediately decreased the oxytocin down to the correct dose and rate of 6 ml/hr. It was unsure whether or not the infusion was initially programmed with interoperability or manually. There was patient involvement, but no harm. It was also reported that other nurses reported the same incident happening but the information on patient involvement is unknown. Although requested further information was not provided.